Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The problem code 3009 captures the reportable event of incorrect cutting wire orientation. Visual examination of the returned device revealed that the working length was twisted in several locations. Functionally, the device was introduced inside the duodenoscope and the initial tip orientation was found out of specification due to the condition of the working length (twisted), then, in order to untwist the tip, the handle was rotated. After rotation the distal tip was inspected and the orientation was found within specifications. The complaint was consistent with the reported event of incorrect orientation which could have been affected by twisted working length. The failure found (working length twisted) is an issue caused during manipulation of the device or due to the interaction with the endoscope or with other devices; that said, the most probable cause of this complaint is adverse event related to procedure, the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, as the scope elevator was in down position, it was noticed that the cut wire was oriented in the wrong direction towards 9 o'clock position and looked kinked. Additionally, the orientation was incorrect when the tip of the device first exited the scope, prior to bowing or cautery. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope. The procedure was completed with a different device. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, as the scope elevator was in down position, it was noticed that the cut wire was oriented in the wrong direction towards 9 o'clock position and looked kinked. Additionally, the orientation was incorrect when the tip of the device first exited the scope, prior to bowing or cautery. Reportedly, there was no tortuous anatomy impacting scope positioning and no visible damage to the device prior to putting it through the scope. The procedure was completed with a different device. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.